Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). D4 - UDI - (B)(4). This medwatch is being filed to relay additional information, as final report. The device history record (DHR) for the 24in. (61cm) a.t.s. Cylindrical cuff - sp, sb, part number 60760000400 and lot number 28901136, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On 3 sep 2019, a returned product investigation was performed on the 24in. (61cm) a.t.s. Cylindrical cuff - sp, sb. The physical evaluation revealed that the returned cuff had a leak in the bladder weld. The results of the returned product investigation have confirmed the reported event. While the returned product investigation confirmed that the 24in. (61cm) a.t.s. Cylindrical cuff - sp, sb was leaking, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that a patient diagnosed with multiple injuries underwent surgery when the tourniquet system alarm indicated that the cuff was leaking air in the surgery. The patient's bleeding increased by nearly 500 ml compared to the normal amount, and hemoglobin decreased significantly. The surgery was delayed an unknown amount with the patient under anesthesia. The patient's condition is now stable. No additional adverse events were reported as a result of this malfunction.